Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Patient code: no information on whether there were any adverse events- due to lack of customer response. No adverse events were reported at the time this event was reported. It is unknown whether the product will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the dermatome cut too thin and with holes. The adjustment was set to 11. No known adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on (B)(6) 2017, it was reported that the dermatome cuts too thin and with holes. The customer returned an air dermatome device, serial number (B)(4) for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the vdoc service portal. Initial qa inspection of the air dermatome by medicrea on october 20, 2017 revealed that the entry calibration test failed. Repair of the air dermatome was performed by medicrea on october 26, 2017 which included replacement of the ball bearing, o-ring, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screw and poppet. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing was able to be performed to try to replicate the reported event. The reported event was non-verifiable as no testing was able to be performed to try to replicate the reported event. Hence, a root cause cannot be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.